Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately nine years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that these types of events may occur. Under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Patient's legal counsel reported patient underwent a hip revision procedure due to unknown patient allegations. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative report confirms the patient's right hip was revised approximately 9 years post-implantation due to renal insufficiency and elevated metal ion levels. During the procedure, metal staining of tissue of was noted within the joint and a trochanteric osteotomy was performed to remove the stem. Cerclage cables were used to secure the osteotomy, all components were removed and replaced, and a polyethylene liner was implanted.